Event description:
It was reported that the patient "thinks a contact may have broke off inside" and was "floating where it came loose" but was not certain. She noted that the device was not working properly and would require another surgery. The stimulation was in the wrong location ("going down her leg") and was too strong. She noted that "it works when it works". Further information was requested.

Manufacturer narrative:
(B)(4).